Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12500nr, batch 40956 grasper was received for investigation. Functional testing identified that when the 111-301p finger was manipulated, the 113-305 grasper jaw would not actuate in response. The observed condition is typically caused by applying excessive force while grasping tissue, leading to breakage of the shear pin.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-12500nr grasper is broken.